Event description:
It was reported that when the surgeon fired the device a loud crunching noise was heard. The stapler locked in the closed position and could not be opened. Another stapler was opened, and the case was completed without incident.